Event description:
This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known. Possible. Undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The technical investigation concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and uterine perforation ('ruptured essure coil through the right side of the uterine fundus') in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding for months"), fatigue ("tired"), mood altered ("moody") and loss of libido ("no sex drive"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine perforation, abdominal pain lower, genital haemorrhage, fatigue, mood altered and loss of libido outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, loss of libido, medical device removal and mood altered to be related to essure. The reporter commented: 4 coils seen both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: on (B)(6) 2011- normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue, abdominal pain lower, genital haemorrhage, mood altered and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Events added: tired, cramps, bleeding for months, moody and no sex drive. Reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and uterine perforation ('ruptured essure coil through the right side of the uterine fundus') in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding for months"), fatigue ("tired"), mood altered ("moody"), loss of libido ("no sex drive") and rash ("rashes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine perforation, abdominal pain lower, genital haemorrhage, fatigue, mood altered, loss of libido and rash outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, loss of libido, medical device removal, mood altered and rash to be related to essure. The reporter commented: 4 coils seen both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: on (B)(6) 2011- normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue, abdominal pain lower, genital haemorrhage, mood altered and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- rashes. Reporter added. On 23-mar-2020: live f\u process- social media received : reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and uterine perforation ('ruptured essure coil through the right side of the uterine fundus') in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding for months"), fatigue ("tired"), mood altered ("moody"), loss of libido ("no sex drive") and rash ("rashes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine perforation, abdominal pain lower, genital haemorrhage, fatigue, mood altered, loss of libido and rash outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, loss of libido, medical device removal, mood altered and rash to be related to essure. The reporter commented: 4 coils seen both sides . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: on (B)(6) 2011- normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue, abdominal pain lower, genital haemorrhage, mood altered and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- rashes. Reporter added. On (B)(6) 2020: live f\u process- social media received : reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal'), uterine perforation ('ruptured essure coil through the right side of the uterine fundus, coil moved and poking out uterus') and genital haemorrhage ('bleeding for months') in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), fatigue ("tired"), mood altered ("moody"), loss of libido ("no sex drive") and rash ("rashes"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine perforation, genital haemorrhage, abdominal pain lower, fatigue, mood altered, loss of libido and rash outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, loss of libido, medical device removal, mood altered and rash to be related to essure. The reporter commented: 4 coils seen both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2011: results: negative. Diagnostic results: on (B)(6) 2011: normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue, abdominal pain lower, genital haemorrhage, mood altered and loss of libido. Lot number:796910; manufacturing date:2010-11; expiration date:2013-11. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and uterine perforation ('ruptured essure coil through the right side of the uterine fundus') in an adult female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("bleeding for months"), fatigue ("tired"), mood altered ("moody"), loss of libido ("no sex drive") and rash ("rashes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine perforation, abdominal pain lower, genital hemorrhage, fatigue, mood altered, loss of libido and rash outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain lower, fatigue, genital hemorrhage, loss of libido, medical device removal, mood altered and rash to be related to essure. The reporter commented: 4 coils seen both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: on (B)(6) 2011- normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue, abdominal pain lower, genital hemorrhage, mood altered and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- rashes. Reporter added. On 23-mar-2020: live f\u process- social media received : reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and uterine perforation ("ruptured essure coil through the right side of the uterine fundus") in a female patient who had essure (batch no. 796910) inserted for female sterilisation. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered medical device removal to be related to essure. The reporter commented: 4 coils seen both sides diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2011: negative. On (B)(6) 2011: normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received. Reporter information, concomitant disease, lot number, lab data was added. Event added per mr: uterine perforation. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and uterine perforation ("ruptured essure coil through the right side of the uterine fundus") in an adult female patient who had essure (batch no. 796910) inserted for female sterilisation. The patient's concurrent conditions included vaginal bleeding, retroverted uterus and pelvic pain (novasure ablation to attempt to relieve the pain). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on 18-feb-2015. At the time of the report, the medical device removal and uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered medical device removal to be related to essure. The reporter commented: 4 coils seen both sides diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 5-jul-2011: negative on (B)(6) 2011- normal appearance of the uterine cavity, satisfactory position of the micro-inserts bilaterally, occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.